Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 680 mg/dl. The customer¿s current blood glucose level was 302 mg/dl. The customer experienced different blood glucose level of 600, 633 mg/dl. Customer has been using insulin pump system within 48 hours. The customer was treated with manual injection. The customer was alleging was insulin pump for under delivery. Troubleshooting was declined by the customer for high blood glucose. The insulin pump will not be returned for analysis.